Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 80 mg/dl at the time of the incident. Customer has noticed crimping to the tubing and states that it is too stiff. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm the compromised force sensor system alarm due to motor error alarm. Pump received with corroded battery tube noted.